Event description:
During a pci procedure, the maverick otw balloon ruptured at 14 atms (12 atms =rbp) on the second inflation. The initial inflation was to 12 atms. The lesion being treated was a calcified, 100% stenotic lesion in the mid lad. No patient injuries or complications were reported. Patient status is reported as "good."